Event description:
Rec'd information the pt reported good stimulation after implant. Some time ago she underwent an MRI to the knee. From that moment on, she started feeling a different stimulation and at the follow-ups impedances were very high, previously impedances had been normal. When the physician decided to replace the system suspecting a malfunction of the stimulator, he performed an x-ray and he found out that the lead was fractured a few cm from the connection with the extension. The physician suspected the MRI could have caused the fracture of the conductors. All the components of the system were replaced and returned to the manufacturer for analysis. Pt outcome was reported as the pt was okay.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.